Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawer in offline. Unable to log on to issue medication lorazepam 2mg. User restarted aio through the cubex app. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) walked the customer through restarting the cabinet using the power switch. The tss then restarted all in one through the cubex application. Tss also identified no drawer failures in populated button and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.